Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01951. Additional information was recieved that there was an infection at the ipg site. Surgical intervention was undertaken to explant the scs system. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.